Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited a low out of range pacing impedance measurement of less than 200 ohms. Oversensing of noise leading to pacing inhibition was also observed on the ra channel. The physician suspected the ra lead had insulation damage and a potential fracture. Surgical intervention was performed and the ra lead was abandoned and replaced. No additional adverse patient effects were reported.